Manufacturer narrative:
The device was returned to olympus for inspection, and the reportable malfunction could not be confirmed. Based on the results of the investigation, no device problem was found, therefore, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the high flow insufflator doesn't hold the pressure or did not have enough pressure. It was not specified during what type of device usage the reported event occurred. There was no report of patient injury or medical intervention associated with this event.